Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced electric shocks from their implant. The patient had been working as a farmer for 30 years using a fertilizer machine. Lately when the patient is filling up their fertilizer machine they have been getting electric shocks through their arms and legs or any part that touches the machine. No further complications were reported or anticipated.